Event description:
It was reported that a roller and/or dye study were going to be done. It was later reported that about a month and a half ago, four days after the pump was refilled, the patient started having symptoms of withdrawal. The patient¿s mother felt that it was because the prescription and concentration of the baclofen were different; the patient had been given generic baclofen. The patient symptoms were sweating, spasticity which was intermittent and would last 3-4 hours in a row, a high heart rate from 130-200, stiffness, her kidneys shut down, the patient couldn't "pee and poop", and she had seizures. The patient went to hospital 3 times over the last month. One of the times was overnight. The healthcare provider (hcp) couldn't find anything wrong. The hcp wouldn¿t listen when they told him it was the baclofen. The patient had an MRI of her brain, a gastric study and saw a cardiologist. In mid-(B)(6), they were in the office 2 times for a refill and they also took the drug out of the pump, measured it, and put it back into the pump. The hcp ¿tweaked the pump" during that time. The hcp stopped providing the patient with boluses and the patient¿s mother felt that ¿the boluses were what saved her¿. The withdrawals became worse when he stopped giving her the boluses. On (B)(6) 2013, a study was done to ¿make sure the "line was correct¿. The hcp still couldn¿t believe that the drug was what caused the patient¿s issue; however, the ¿proper drug¿ was put back in the patient¿s pump on (B)(6) 2013 and per the patient¿s mother she finally "got her daughter back" on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8709, lot# j10955r38, implanted: (B)(6) 2002, product type: catheter. (B)(4).